Event description:
A home pt called baxter's technical service center to troubleshoot an alarm situation with their homechoice machine during fill 1 of 4 of apd therapy. During the course of troubleshooting with baxter's operational support representative (osr), the pt accidently cut their minicap transfer set tubing while trying to remove the bandage around their exit site with a pair of scissors. The pt was instructed by the osr to contact their healthcare professional immediately and did so. The pt's rn instructed the pt to clamp off the set tubing. The pt then met their rn at the clinic the next morning for a transfer set change and administration of prophylactic antibiotics. The pt's rn reports no pt injury as a result of the incident.